Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled downstream occlusion (dso) seal, a worn upstream occlusion (uso) seal, a scratched lcd lens, a damaged air detector, and a faulty led light. Review of the event history log (ehl) showed cannot start pump air in line. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the air detector. As a result, the air detector was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an erroneous continuous air in line reading. There was no patient involvement.